Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. - a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a total hysterectomy vaginal anterior and posterior wall repair procedure on (B)(6) 2023 and suture was used. Post-op, the doctor sutured the patient's vaginal wall. On the 267th day after surgery, a follow-up examination revealed two unabsorbed suture knots on the posterior wall of the vagina. The patient complained of feeling foreign bodies and discomfort in the vagina after surgery and strongly requested medical treatment. After disinfecting the vaginal wall, the doctor used a suture removal scissors to cut off the unabsorbed suture knots and applied local compression to stop bleeding. The patient recovered well without any discomfort. No adverse patient consequences were reported. Additional information was requested.